Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device discarded

Event description:
It was reported that the blade broke during a total hip procedure. No further information was provided.

Event description:
It was reported that the blade broke at the mount during a total hip procedure. It was also reported that there were no adverse consequences. It was further reported there was a delay of an unknown duration to obtain a new blade and the procedure was completed successfully.

Manufacturer narrative:
Corrected data: b5: update executive summary with addition information regarding the event details. Additional manufacturer narrative: h6: the quality investigation is complete.